Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the white power cable being unable to properly engage with a battery clip was confirmed during analysis of the returned heartmate 3 system controller (serial number: hsc-(B)(6) upon return of the controller, it was noted that the connector nut of the white power cable was deformed. The pins of the connector were still able to engage with the pins of a test patient cable and test battery clip; however, the connector nut was unable to be fully threaded due to the deformed shape of the nut. Other than this issue, the returned controller was able to pass all functional testing and supported a mock circulatory loop for an extended period of time without issue. The downloaded log file was also reviewed, and no notable events were found. A manufacturing task was created to further investigate the deformed connector nut. It was determined that the power cable connector nut deformation was not present during manufacturing at the supplier or at abbott manufacturing. The cause of the connector nut becoming deformed cannot be conclusively determined. An external corrective action request was initiated to notify the supplier of the issue and awareness training was performed to their operators. The supplier indicated that the issue was relayed to both their production and inspection teams. Additionally, an awareness training was performed for abbott final functional testing team members to retrain to the step of the functional testing procedure which would have detected the connector nut issue. The heartmate 3 patient handbook (rev. D - section 6 "caring for the equipment¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-(B)(6) was manufactured in accordance with manufacturing and qa specifications. This controller was shipped to the customer on 07jul2023. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name: corrected. Catalog number: corrected. Primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during heartmate 3 implantation, the backup system controller was unable to connect the white cable from the controller to a battery clip. Several attempts were performed, and multiple battery clips were tried. The connection could not be successfully made. The portion that screws on to the clip would not engage. The controller was placed back in the box for return to abbott and a separate new controller was obtained and used for backup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.